Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced severe hyperglycemia while traveling after a full supply change on an ilet system, with blood glucose rising above 500 mg/dl. Multiple subsequent meal announcements were performed by the pt which resulted in hypoglycemia of unspecified value (s). No occlusion alarms, and subsequent resolution only after a complete replacement of cartridge, tubing, and infusion set. Symptoms included marked hyperglycemia confirmed by fingerstick to 538 mg/dl. Outcomes included temporary loss of glucose control without injury, medical intervention, or hospitalization. Investigation included troubleshooting guidance and user education, with confirmation that a full supply change restored function; no alerts or alarms were noted during the event. Investigation of this case revealed that the cause of hyperglycemia was unclear and that device function appeared normal after the supply change. It was concluded that the event was user-reported hyperglycemia with cause undetermined, with the device continuing to operate as expected after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.